Manufacturer narrative:
A ge rep evaluated the system and reseated a video connector. The system operates as intended.

Event description:
The customer reported the system will not produce images. No pt injury was reported.